Event description:
It was reported that the device was explanted after an implant duration of approximately 45.6 months. Through follow-up with the health-care provider and the operative report, it was learned that the device was explanted due to severe aortic stenosis, calcification, and degeneration.

Event description:
The customer contact reported the device did not deliver. The pump was returned to the biomedical department with an unsigned note that stated, "will not give medication. Will not beep." No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. It was learned that the device is unavailable for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.